Manufacturer narrative:
Evaluation summary: the flexible driver had a potential field age of approximately 4 years and 4 months at the time of the event. As returned, the flexible shaft has partially fractured. Five of the coils are not fractured. There are also some gouges on the quick-connect coupling. Drilling hard bone and using the flexible driver at a steep angle are probable contributors leading up to the fracture of the flexible shaft. This event may be due to (but not limited to): excessive force that may have applied during usage; continued operation of the drill after it was stuck against hard material; rapid forward and reversal of direction of rotation when the device is stuck; excessive bending around corners; device wear due to usage with time; low speed/high torque of operation. The device usage history is unk and the type of driver used is unk; therefore, a definitive root cause cannot be certain. Review of the device history records did not find any deviations or anomalies.

Event description:
It is reported that the flexible driver broke during surgery in hard bone in the acetabulum.